Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. No 510k as device is not marketed in the united states under this product code, but a similar product is marketed in the us under a different product code. Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2011, the primary surgery was performed via tha for the left hip joint with the implants in question. The patient had the revision surgery for the right hip joint on (B)(6) 2023, which is reported on (B)(4). She had another revision surgery for the left hip joint on (B)(6) 2023, due to infection of pseudotumor caused by armd. The liner, the head, and the stem were removed to clean the affected area, and replaced with 36×52 poly natural liner, 16×10×130 30neck, and 36+0 delta ceramic head. The surgery was completed successfully without any surgical delay. The event date is unknown. No further information is available.